Manufacturer narrative:
Additional information received on june 20, 2022 indicated that the patient also experienced rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022 mentor became aware that this complaint has been identified as a duplicate of manufacturer report number: 1645337-2022-08318.this file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per MRI examination: left breast: there is intracapsular rupture of the left subpectoral silicone implant, with mild collapse of the implant shell. There is mild extrusion of the implant posteromedially beneath the pectoralis muscle. There is mild irregularity of the posterolateral aspect of the capsule at the mid aspect. No extracapsular silicone is seen. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional event received on feb 15, 024, hcp called to confirm diagnosis-left side rupture confirmed by CT-scan on (B)(6) 2021. MRI examination performed on (B)(6) 2023 no rupture on the right side. The patient underwent removal without replacement on (B)(6) 2024. Reason for device explant and/or reoperation: left-sided symptomatic rupture, capsular contracture unknown grade manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 20, 2024. Device evaluation completed on march 24, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 475cc breast implant was found to be ruptured and received in four (4) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on march 01, 2024. Upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2024 indicated that the patient also experienced right sided capsular contracture unknown grade. As a result, patient underwent bilateral capsulectomies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on february 23, 2024, patient initial updated to a.b. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 475cc breast implant experienced left-sided capsular contracture unknown grade post procedure. The CT-scan diagnosed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.